Event description:
Baxter (B)(4) received a report that an infusor leaked during filling. The device was being filled with a solution of fluorouracil and saline. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was confirmed. Upon sample receipt, the device contained approximately 250 ml of fluid in the bladder. Initial visual examination noted a back-flow (leak) at the fill port. Subsequent visual examination of the disassembled unit noted particles of glass (between 0.09 to 0.30mm in size) trapped between the check band and the stress member. The glass fragment was introduced into the fluid pathway during fill without the use of a filter. The root cause of th is under evaluation. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Should the root cause evaluation and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The root cause of the reported condition was inadvertently omitted from follow-up number 001. The root cause of the reported condition was determined to be glass fragments trapped between the stress member and the checkband.